Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was a sprinter legend balloon catheter to treat a lesion. It was reported that the balloon was damaged. It was stated that the coronary artery lesion was calcified and the balloon was damaged. The coronary artery could be visualized with contrast agent. During negative pressure the balloon catheter had blood, but no coronary artery perforation was caused. The balloon was replaced and the stent was implanted successfully. No patient injury reported.

Manufacturer narrative:
Additional information: fdc/annex d code correction: initial reporter phone number fdm / annex b code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.